Event description:
Pt developed increasing discomfort. Patella button's leg found to be fractured at revision.

Manufacturer narrative:
Device is currently being independently evaluated by laboratory. Results will be analysed and follow up report sent to relevant regulatory authorities, including FDA.